Event description:
It was reported that the customer's blood glucose readings were 600 mg/dl and customer treated with an insulin pen. Customer's blood glucose reading at the time of the call was 186 mg/dl. Through troubleshooting several error alarms were noted in the alarm history and the drive support cap was noted to be normal. Air was also noted at the end of the tubing. Customer stated that the insulin pump was stored for an extended period of time. No further information reported.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.